Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-06103 and 2134265-2017-06202. It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral retrograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery (cia). After a 6f non-bsc introducer sheath was engaged and a non-bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilation. However, on initial inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. A 3mm x 4cm sterling balloon catheter was then advanced and pre-dilated the lesion. Since dilation was not sufficient, the lesion was dilated again with an 8mm x 4cm sterling balloon catheter and a 10mm x 4cm epic self-expanding nitinol stent with delivery system was placed. A 10.0mmx40mmx80cm (5f) sterling¿ balloon catheter was then advanced for post-dilation; however, when the balloon was inflated to 6 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. An 8mm x 4cm sterling balloon catheter was then used to dilate the area which had insufficient stent dilation and the procedure was completed. No patient complications were reported and the patient's status was good.